Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4592-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device did not meet longevity expectations. At an in-office check longevity had been estimated at nine months. Three months later, the device reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.